Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the customer was currently hospitalized. The caller also reported the insulin pump was alarming low reservoir at the time of the call. The details of the hospitalization was not provided at the time of the call. Customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.